Manufacturer narrative:
(B)(6). (B)(6) hospital (B)(6). Medtronic heartware (B)(4) the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
The patient reported headaches in the right frontal and temporal region and problems achieving a therapeutic international normalized ratio (inr) that had persisted for four to five weeks. The patient denied blurred vision or altered visual changes. The patient was admitted, had all anticoagulation stopped, and had computerized tomography (CT) and computed tomography angiography (cta) scans. The CT revealed an old left parietooccipital junction stroke that had not been present on a scan at a previous clinic visit. The cta revealed no significant atherosclerosis burden. The patient did not report any new onset of neurological symptoms. The patient was observed for a few days, resumed anticoagulation, and was then discharged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.